Event description:
It was reported that a remote transmission revealed oversensing of noise. The lead was capped and replaced. The patient was fine after the event and there were no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.